Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels above 300 (mg/dl). Customer changed supplies and insulin; however, elevated bg levels persisted. Customer declined any further troubleshooting on the reported event and indicated non-tandem pump is currently being used for diabetes management.